Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds. The lead was explanted during upgrade of pulse generator. The patient did not experience any adverse consequences.